Manufacturer narrative:
(B)(4). Batch t5a228. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60g cartridge reload loaded on the device. The reload was received fully fired. Further analysis of the jaws shows the anvil slightly bent. No functional test was performed due to the condition of the returned device. The condition noted on the jaws could have been due to the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge.  This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, after the first firing, the stapler with a black reload and seamguard used on both sides the stapler was reloaded with a green reload. It was noticed that the jaws were no longer approximated. A new plee60a was opened. There were no adverse consequences for the patient. No delay in the surgery.